Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was on a do not resuscitate status however the family wanted a cardiac resynchronization therapy defibrillator (crt-d) implanted. This patient had high potassium, an ejection fraction of less than twenty and a lot of non-sustained ventricular tachycardia (nsvt) prior to implant. This patient's intrinsic rhythm was in the thirties and forties along with atrial standstill, among other clinic issues. This crt-d was implanted successfully, and the right ventricular (rv) lead was implanted, capture lost at 1.4volts. No induction testing had been performed. Once the right atrial (ra) lead was implanted and was being tested, this patients sats dropped and they spontaneously went into ventricular fibrillation (vf). External monitors showed clear vf. This crt-d was undersensing and showed small r waves. Two stat shocks were provided which appeared to convert the rhythm however this patient's condition unexpectedly deteriorated, and they ultimately passed away. It was noted that the rv lead was in septal position and the ra lead was on the high lateral wall of the right atrium. Shock impedance measurements were between thirty and fourty ohms. Additional information from the field representative was provided that this patient was very sick. This patients family was adamant that this patient received this device. The field representative expressed that this patient might not have been stable enough to tolerate the procedure.

Event description:
It was reported that this patient was on a do not resuscitate status however the family wanted a cardiac resynchronization therapy defibrillator (crt-d) implanted. This patient had high potassium, an ejection fraction of less than twenty and a lot of non-sustained ventricular tachycardia (nsvt) prior to implant. This patient's intrinsic rhythm was in the thirties and forties along with atrial standstill, among other clinic issues. This crt-d was implanted successfully, and the right ventricular (rv) lead was implanted, capture lost at 1.4volts. No induction testing had been performed. Once the right atrial (ra) lead was implanted and was being tested, this patients sats dropped and they spontaneously went into ventricular fibrillation (vf). External monitors showed clear vf. This crt-d was undersensing and showed small r waves. Two stat shocks were provided which appeared to convert the rhythm however this patient's condition unexpectedly deteriorated, and they ultimately passed away. It was noted that the rv lead was in septal position and the ra lead was on the high lateral wall of the right atrium. Shock impedance measurements were between thirty and fourty ohms. Additional information from the field representative was provided that this patient was very sick. This patients family was adamant that this patient received this device. The field representative expressed that this patient might not have been stable enough to tolerate the procedure.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.